Event description:
The dr reportedly detected corneal burns on six pts during routine phacoemulsification surgery while using this model of handpiece. He did not know which handpieces were in use at the time. The handpieces will not be returned for eval and are continuing to be used without further incident. The burns were described as "mini burns" and the pts are doing fine and are expected to recover fully.